Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose difference of more than 30% and the insulin delivery was suspended, the sensor glucose value was 90 mg/dl and blood glucose value was 303 mg/dl at the time of insulin suspension. The customer reported blood glucose value of 303 mg/dl. The event involved product(s) mmt-7020a. Troubleshooting was performed for sensor glucose vs blood glucose event and the customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7020a.